Manufacturer narrative:
Although the exact implantation date is unknown, it was reported that the stent was implanted approximately 1-2 weeks prior to (B)(6) 2011. (B)(4). The complainant indicated that the device was implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during an esophageal stent placement procedure approximately 1-2 weeks prior to (B)(6) 2011. According to the complainant, the indication for the stent placement was treatment for multiple benign peptic strictures along the length of the esophagus for approximately 23cm. The patient had a previously placed esophageal stent. The second stent was telescoped within the previous stent to cover a longer section of the esophagus. During the stent placement procedure, the stent was deployed overlapping with the existing stent. Following placement, it was noted that the proximal end did not fully expand. The physician did not perform any intervention at the time of the placement and decided to wait and observe the stent. Due to the proximal end of the stent not fully opening, the patient was unable to eat and the physician placed the patient on a liquid diet. On (B)(6) 2011, the physician reexamined the stent and found that the stent still had not fully expanded. The physician used a balloon dilator to open the stent. Following dilation, the physician thought the stent looked more open but still not fully expanded. The physician continued to observe the patient following the dilation procedure. The patient remained on a liquid diet. The patient returned to the hospital for a follow-up visit early during the week of (B)(6) 2012 (exact date unknown). The physician reexamined the stent and imaging was performed. The physician determined that the stent "looked good" and had opened sufficiently. The patient is now eating solids and on a normal diet. No further intervention was performed. The current condition of the patient is stable. Note: from the information provided, this device was not used per the directions for use (dfu). According to the intended use/ indications for use section of the dfu, "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only." However, it was reported that the stent was used to treat benign peptic strictures.